Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for an unknown product performance issue. Attempts to obtain additional information were unsuccessful. This lead was explanted and is no longer in service. No additional adverse patient effects were reported.